Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead exhibited high pacing threshold and failure to capture. The lv lead was not used and replaced during the procedure. The patient was in stable condition.